Event description:
It was reported that the right atrial (ra) lead exhibited low impedance, insulation failure, and undersensing of the p-waves. The lead was capped and replaced. During the replacement procedure, the new ra lead perforated the atrium, resulting in the patient experiencing tamponade. A pericardiocentesis was performed to treat the tamponade, and the ra lead was implanted. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.